Event description:
The pt presented with complaints of giddiness, breathlessness on exertion and a history of fever and orthopnea. The pt was admitted to (B)(6) with mitral regurgitation and a fluoroscopy revealed a thickened posterior leaflet with reduced mobility and an immobile anterior leaflet. At this time the valve remains implanted.